Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during the prime. The blood glucose had been running high for three weeks and was 275 mg/dl at the time of the alarm. The no delivery alarm was resolved by a reservoir change. The customer reported that all of her reservoirs were expired and she was advised not to use them. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.